Manufacturer narrative:
The instrument was returned and evaluated. Engineering department was unable to confirm the reported failure mode. Instrument was inspected for recognition on an in-house is3000 davinci robot system. The instrument was successfully recognized, showing 1 use left. The pogo pins did not stick and were not contaminated. Instrument also passed verification test. Engineering was unable to replicate the recognition issue. Additional observation not reported by site was a frayed cable. The pitch down cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not recognized by the davinci system. No patient harm, adverse outcome or injury was reported.